Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomed technician reported a fresenius 2008t hemodialysis machine with visible heat damage to the power supply bridge rectifier wire. The issue was found during annual preventative maintenance. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. There was no burning smell, smoke, spark, flame, or arcing reported. The machine has approximately 9047 hours of use on it when the issue occurred, and the power supply was the original part on the machine. The biomed confirmed they replaced the power supply to resolve the issue and return the machine to service. It was confirmed the original power supply was available for return to the manufacturer.